Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. There was water ingress into the ccd unit. Based on the information provided by omsc), omsc determined there was the possibility no image was temporary occurred and it was attributed to the internal circuit board failure of the subject device because water got inside the subject device. Omsc checked the device history record of the device, there was no irregularity found. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.